Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to a larger diopter lens was required for the patient (a -6.00 diopter micl12.6 model lens was implanted.). The patient experienced blurry vision. The patient's bcva was 20/20 and the patient is happy with her va.

Manufacturer narrative:
Weight - unk date of event - unk (B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - medical review. Results: visual inspection of the returned product showed the lens had a dried surgical residue on it, however, there was no visible damage to the lens. Medical review - review of this file indicates that the patient had blurry vision after icl implantation. The icl was exchanged from a 4.5d to a 6.0d which resolved the problem. The most likely root cause of this event is implantation of an under powered icl which resulted in a refractive surprise. Refractive surprise is usually due to inaccurate refractions. These myopes commonly wear contact lenses prior to this contemplated procedure. Contact lenses change the shape of your cornea for up to several weeks after you have stopped using them depending on the type of contact lenses you wear. Not leaving your contact lenses out long enough for your cornea to assume its natural shape before surgery can have negative consequences. These consequences include inaccurate measurements and a poor surgical plan, resulting in poor vision after surgery. (B)(4).